Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. The microsensor was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is improper placement of the skull clamp, resulting in slippage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a cerelink sensor alarm with message to change the sensor or patient cable after patient returned from a CT scan (1 hour post-scan). The customer changed the patient cable and the issue persisted. The monitor had a spontaneous loos of power, the monitor was replaced and the sensor failure was confirmed. Therefore the sensor was removed. Additional information: - monitor used and serial number: "cerelink (B)(6)" - sensor information - kit used: "826851" - implant location: "parenchyma' - was the integra/codman icp monitor connected to a patient monitor: "yes" - if yes, provide patient monitor make & model: "phillips mx800" - was the patient lead always connected: "yes" - what was happening with patient (e.g., transport, MRI, CT): "patient had returned from CT scan, unit functioning normally until 1hr post-scan. ¿microsensor failure¿ spontaneously alarmed. No change to patient condition (sedated, supine), no user interference."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.